Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer on how to press the button correctly and the pump in question was out of warranty, but the customer had another pump within warranty that could be used if needed.